Event description:
It was reported the subject device had no pressure display during therapeutic enteroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3,h4,h6,h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the investigation results, olympus found no issue with the device and therefore could not identify the root cause of the customer's reported failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.